Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusion of the investigation.

Manufacturer narrative:
The investigation is ongoing. The results will be provided once the investigation is completed. D4 UDI: the device was manufactured before UDI implementation.

Event description:
Following information reported, the spreader bar detached resulting in patient's fall onto the bed around 30 cm. No injury was claimed. The spreader bar detachment was attributed to the spring pin becoming disconnected from the spreader bar attachment. No physical failures of the lift were identified during the inspection.

Event description:
According to the reported information, the spreader bar detached and fell onto the patient's lap. No injuries were reported. The incident occurred before the patient's transfer, while the patient was seated in the wheelchair. The detachment of the spreader bar was attributed to the spring pin (part number: 010-19170) becoming disconnected from the spreader bar attachment. No physical damage or mechanical failure of the lift was identified during the inspection. The spring pin is responsible for securing the top frame of the spreader bar to the dps union tube, which connects to the ceiling lift strap. P

Manufacturer narrative:
After the event, the device was inspected by the facility¿s internal technical service. No device malfunction was reported to arjo. It was only confirmed that the spring pin was put in place after the event. Arjo performed the inspection one week after the event (25 jun 2025). The spreader bar connection was checked. No anomalies were found. The issue was discussed with the manufacturer. The most probable root cause was identified as loosening of the spring pin due to age-related wear. The device was manufactured in february 2011, making it 14 years old at the time of the incident. Over time, vibrations and internal movements within the device may have gradually caused the pin to come loose. The instructions for use dedicated to maxi sky 600 (001.14150.33) informs in the care and maintenance section to make sure all attachments are properly secured before every use. To sum up, the device did not meet specifications as the spring pin disconnected. The arjo device was not used for a patient transfer when the event occurred. The complaint decided to be reportable due to spreader bar detachment. The incident is a singular occurrence.